Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, 75% stenosed, eccentric, de novo mid left anterior descending (lad) artery lesion, after pre-dilatation the xience prime stent delivery system (sds) was delivered toward the lesion, however, it could not cross the lesion. It was noted that parallel guide wires and a non-abbott microcatheter were used with the xience prime sds but it still could not cross the lesion. It was noted that resistance was met when advancing and during retracting the non-abbott microcatheter when it was attempted with the sds; the sds was changed to a 3.5 x 28 mm xience prime sds and it was successful in crossing the lesion. The procedure was completed successfully without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances with the reported lot that would have contributed to the reported complaint and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: heartrail. Other: cokkatte microcatheter. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information.